Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial lead undersensing of smaller atrial morpholoigies leading to mode switch to be terminated. The sensitivity on the lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.